Event description:
Healthcare professional reported that ¿ rupture for right side¿. The device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on anterior side assessed as surgical damage. Additional observations: creases were observed. Brown particles observed on the surface of the shell.

Event description:
Healthcare professional reported that ¿ rupture for right side¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right rupture.